Event description:
It was reported that the anchor pulled out from the humeral head post operatively. At first, anchor pulled up approximately 1/3, and within a week it had completely failed. A shoulder revision was reuqired. Surgeon used a different part corkscrew to revise the patient. Explanted part was not returned. This device is used for treatment.

Manufacturer narrative:
DHR revealed nothing relevant to this event. The explanted device was not returned for evaluation. Sales rep was not present in the initial surgery and no information has been provided regarding the user's technique. The cause of this event could not be determined from the information obtained. This is the first complaint reported for this product.